Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the IV was removed from the patient it slid the safety lock into place. The device seemed to extend past the lock and exposed the needle which eventually poked the operator of the device in the right thumb. There was unknown if exposure to hiv/hep b had happened given that the patient is a drug user. The operator of the device reported that they are pregnant and thus was not allowed to take prophylactic treatment. Serology was done with no further information provided.

Manufacturer narrative:
Device history review could not be performed as lot number was unknown. No investigation or root cause analysis could be conducted given that no complaint sample was returned. As a result, the cause is unknown due to no product returned. If the device is returned, the complaint will be reopened for further investigation.